Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient was administered general anesthesia to facilitate placement of a new abutment. This report is filed (B)(6) 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma at the implant site. The patient was treated with oral antibiotics (date and duration not reported). The implanted device remains.